Manufacturer narrative:
The pump was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the pump did not alarm when the tubing was clamped distal to the pump. On (B)(6) 2013 at 2035, the pump was programmed to deliver an unspecified concentration of tpn (total parenteral nutrition), at a rate of 0.5 ml/hr, with a vtbi (volume to be infused) of 500 ml, and the delivery was started. No further programming parameters were provided. The customer contact reported an unspecified syringe pump was also being used to deliver an unspecified concentration of intralips, at a rate of 1 ml/hr, with a vtbi of 24 ml. The syringe pump was attached to the y-site below the filter of the symbiq tubing set and the delivery was started. On (B)(6) 2013 at 1000, the nurse reported while repositioning the patient, it was noted that the tubing set was clamped distal to the pump; however, the pump did not alarm. At that time, the patient's blood sugar was reported to be 51 mg/dl. The pump was removed from clinical service. Therapy was resumed using a replacement pump. No medical interventions were required. Though requested, no additional information was provided.